Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized for 2 days in the special care unit (scu) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 600 mg/dl while wearing the pod on their leg between 36 and 48 hours. The patient observed the pod leaking. Symptoms reported include high blood sugar levels, vomiting, high ketone levels in urine, dry mouth and stomach pain. The patient received intravenous treatment with many medications but could not specify everything that was administered. The pod was removed while at the hospital and a new pod was applied. The patient was discharged on (B)(6) 2026.